Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported having low blood glucose and a car accident while driving. The caller stated that on (B)(6), 2013 that her blood glucose was 180mg/dl and then dropped to 40mg/dl. The customer stated that her husband found her unconscious on the bed and the paramedics were called. In (B)(6), 2013 her blood glucose was 180mg/dl, and at the time of the car accident it was 20mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. The customer believes that the insulin pump gave her too much insulin, but the bolus history was not showing any over delivering. The customer did not take manual injections, and she used the insulin pump to treat the high blood glucose. Reviewed the programming, and the reservoir was showing more insulin that what it shown on the status screen. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.